Event description:
It was reported that a flipped pump occurred. The pump position made it extremely difficult to refill it. It took two people to refill the pump, one to hold it down flat and one to do the refill. It was later reported that the pump was flipped. It was also noted that the device was interrogated and battery depletion was upcoming. The pump was replaced and surgically repositioned on (B)(6) 2012. The patient recovered with sequelae on the same day. The patient did not experience any signs or symptoms. The event was noted to be unlikely related to the device or therapy and possibly related to the implant procedure. The severity of the event was reported as mild. The device system was used to deliver morphine and bupivacaine.

Event description:
Additional information received reported that it was confirmed that there were no events associated with the catheter, and the reason the catheter was spliced was to accommodate the device change/position.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).